Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the cp5 flow module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cp5 flow module displayed inaccurate flow values during training. There was no patient involvement. A sorin group service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and identified a loose connection on a board. After reseating the connection, no further issues were found, however the flow sensor module was replaced as a precaution. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the cp5 flow module displayed inaccurate flow values during training. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5 flow module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cp5 flow module displayed inaccurate flow values during training. There was no patient involvement. A sorin group field service representative replaced the flow sensor and flow module and returned them to sorin group (B)(4) for evaluation. Visual inspection of the returned devices did not identify any defects or abnormalities. The devices were connected to the s5 test bench and were tested extensively without issue. The reported issue was not reproduced. A technical safety inspection was performed and the devices were returned to the customer. The root cause was identified to be a loose connection on one of the boards, identified on site by the sorin group field service representative. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.